Event description:
Adr reported information: at 9:15 am on (B)(6) 2024, when the instrument nurse of the injection center was preparing a sterile insulin syringe for the injection doctor on the operating table in the operating room, the nurse found that the blister packaging of the syringe was not sealed. The syringe was immediately replaced and the injection was successfully completed. Call center confirmed with the customer on (B)(6) 2024: the product sales date and supplier were not clear, no samples, no photos, and no customer response is needed. Sample availability? No. Sample availability details: no sample available.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.